Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cable shock was verified. Additionally, the alleged wall adapter shock issue could not be verified and a different issue was identified.